Event description:
Patient called answering service on wednesday night, (B)(6) 2016, stating she was going to infuse, but noticed the eclipse homepump wa in mid-shaped, and looked like there was something white in the line. Eclipse homepump was not used. Lot 0202425208.